Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during laparoscopic appendectomy procedure, one side of the stapler reload did not fire. It was the side being removed from the patient. Inspected patient side and it was intact and formed properly. Even with malfunction, they completed the case normally. There were no patient consequences reported.